Event description:
It was reported that the patient called after receiving an occlusion alert on the insulin pump. The patient was informed that the alert indicated pressure within the system, potentially related to the tubing or infusion set, and was advised to change supplies to resolve the occlusion. At the time of contact, the patient was experiencing elevated blood glucose levels, and a follow-up call was planned to assess improvement. Blood glucose levels were affected during the event, with a reported peak of 364 mg/dl and values remaining outside the target range since earlier that day. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. The patient did not receive professional medical intervention or other assistance and reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. During follow-up contact, the patient reported that blood glucose levels were decreasing and were reported to be 274 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.